Manufacturer narrative:
H6 : code updated h7 <(>&<)> h9 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n [(B)(6)], revealed: recharge antenna failure. No device found message. No, anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is approximate. Year is confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial#: (B)(6), UDI#: (B)(4). Product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for the call was pt reported that for the past couple months or so they have been having difficulties charging the implantable neurostimulator (ins). Pt stated that sometimes it took several times for them to connect and to find the proper position and sometimes the controller says could not find the device, patient confirmed they would get no device found. Pt also stated that the end of the wire where it connected to the paddle would get super-hot and they would have to stop and completely unplug the recharger from the controller. Pt said that they have gotten close to where they have 30% battery in the controller, and they could not charge, and they start freaking out. Pt noted it was also taking forever to charge the implant. Pt mentioned that they had to reset the controller a few times within the past few months because the controller was completely dead even if they plugged it in and they took the battery out and left it for a while and it took them three times to get the controller to boot back up. Pt said that it seemed like the battery was getting weaker in the controller. Pt also inquired about getting in touch with a representative as they had moved. During the call, patient confirmed the recharger cord felt lose at the connection point to the paddle. Pt confirmed no visible damage for the controller charging port, battery compartment and battery pack. Pt reset the controller. Pt attempted an implant charge session and saw no device found, pressed 'recharge' and entered passive recharge mode with the numbers 0, 0, 0 and when they moved the paddle over their head the numbers went to 0, 29, 49. Patient noted battery empty cannot continue recharge the controller (79) appeared and patient noted this always happened. Agent realized they shouldn't have had the patient start an implant charge session due to the paddle getting hot and accidentally did so as the call was a lot to process for the agent to begin with. The issue was not resolved. Replacement recharger telemetry module (rtm) and battery pack (bp) were sent out. No symptoms were reported.